Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported condition.

Event description:
2nd incident in reference to (B)(4). Complaint information provided by csi sales: on (B)(6) 2022, dr. (B)(6) 26 yo female hgsil (cin iii) gynex radius loop electrode gynex ball electrode medline excessive bleeding/cautery misfire. Provider used the cut setting to make the initial incision. Provider use a 50:50 mix of lidocaine 1% and lidocaine with epi for cervical blocks to help manage bleeding. Patient required medical attention with packing and lying down until bleeding could be controlled. On (B)(6) 2022- updated with repair log # 98250. Per service & repair team- received leep precision here on dual complaint for excessive bleeding. It is on repair log 98250. Emergency department did a full test and finds the rf leakage for coag is out of spec. No other issues. Leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/28/2021 under wo#'s (B)(4) & (B)(4) and shipped on 02/21/2021. Manufacturing record review: DHR's (B)(4) & (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was repaired under a re-work work order (B)(4) january 2022 and returned february 2022. The repair is unrelated to the complaint. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 4/12/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The unit failed the rf leakage test section for coag of the standard in-process testing. *was the complaint confirmed? Yes. Root cause: a root cause for the complaint condition is not definitively determined. The coag function is known require a site that has minimal blood present and may not work well in an excessively wet environment. It is not clear if the leakage error detected is a sole contributing factor or if the excessive bleeding noted was a equal or greater contributor to the complaint condition. Based on the information available this finding suggests a potential for a design related issue best evaluated by tech ops. Correction and/or corrective action . The unit was fitted with a new board, tested to specifications and returned to the customer. The main board pulled out (s/n (B)(6)) was set aside for further evaluation by the tech ops ee under project #(B)(4). Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
2nd incident in reference to e-complaint (B)(4). Complaint information provided by csi sales- (B)(6) 2022-dr. (B)(6) ((B)(6) -26 yo female hgsil (cin iii) gynex radius loop electrode gynex ball electrode medline excessive bleeding/cautery misfire. Provider used the cut setting to make the initial incision. Provider use a 50:50 mix of lidocaine 1% and lidocaine with epi for cervical blocks to help manage bleeding. Patient required medical attention with packing and lying down until bleeding could be controlled. (B)(6) 2022- updated with repair log # (B)(4). Per service & repair team- received leep precision here on dual complaint for excessive bleeding. It is on repair log (B)(4). Ed did a full test and finds the rf leakage for coag is out of spec. No other issues. 1216677-2022-00114 leep precision intg sys lp-10-120 e-complaint-(B)(4).